Event description:
It was reported that "the doctor ended up dropping the universal drill/driver on the floor. It had to get flashed, it was out of the surgery for about 15 mins. He grabbed another drill bit (B)(4) and try to put it on (B)(4) and he made the drill fit on it. Surgeon was told that it was not made for that, but it looked like it would work. The drill bit snapped and the surgeon pulled it out."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.